Event description:
According to the reporter, during lap hemicolectomy, the handpiece had a sealing inadequate/partial with evidence of energy delivery, end tones heard and no re-grasp alert. But there was no bleeding after cutting when used with colorectal adhesions. The tissue being sealed was less than 7 mm and had more than 10 good seals before the issue occurred. The jaws were cleaned every few minutes. The device was connected to the generator. The surgeon continued to use it despite it not sealing well. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece had an inadequate/partial sealing (with evidence of energy delivery and end tones heard) but no bleeding after cutting when used with colorectal adhesions. The tissue being sealed was less than 7mm and had more than 10 good seals before the issue occurred. The jaws were cleaned every few minutes. The device was connected to the generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.